Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with flashing, white, or blank display. The blood glucose was 117 mg/dl at the time of the incident. The current blood glucose was 498 mg/dl. Customer treated the high blood glucose with 18 units of insulin using a bolus. Customer stated that, did not treat for the low blood glucose due to having supper afterwards. Patient has been experiencing low blood glucose. Based on customer report customer does not allege pump was over delivering. Customer reports pump was worn during a medical procedure around high magnetic field. Pump screen is on at this time but was blank display during incident. Continued to blank display path. Customer states the display was not blank less than 30 seconds. Customer states display is not blank currently. Customer declined to troubleshoot for high blood glucose on his pump at this time. The insulin pump will not be returned for analysis.